Event description:
During a gastric banding laparoscopic surgery, reprocessed harmonic ace shears stopped working in the middle of the surgery. New harmonic shears were opened and used to complete the surgery.